Manufacturer narrative:
The angiosculpt device is being reported for a product problem due to the excessive deflation time and as a conservative measure, the slight lifting of the distal bond overflow is also being reported. The angiosculpt device was received for evaluation. Visual examination found a partially inflated balloon and a slight lifting of the distal bond overflow but remained intact to the device. During functional testing, using an indeflator, negative pressure was applied and the balloon was able to deflate with no bubbles observed in the indeflator. The balloon was inflated/deflated multiple times with each deflation time approximately three (3) minutes each. The device was then dissected and using tuohy-borst, inflated/deflated multiple times to determine the approximate failure location. Pin gauge evaluation determined that the inner diameter of the shaft proximal to the proximal bond was necked. It is probably that this could have potentially resulted in longer deflation time. The IFU warns to not retract the catheter unless the balloon is fully deflated under vacuum. Also, retained device component is listed as a possible adverse effect of the procedure.

Event description:
After the angiosculpt was inflated, it was not possible to deflate the balloon. After several minutes of negative pressure applied, the balloon came down slightly enough to remove through the 6f sheath.